Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces. The optic and haptic plates have been cut or torn in half. One haptic arm is bent and one haptic arm is torn off and missing. The cause of the damage cannot be determined. Functional and dimensional testing cannot be performed. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was exchanged two weeks post-implant due to subluxation of the lens. The onset of the dislocation occurred approximately a week and a half post-implant. During the original procedure, there were no complications and lens was placed correctly in the eye. Allegedly, the patient had a hard time reading, noticed a decrease in vision, and there was a line of fuzzy vision at the bottom half of the left eye. The lens was exchanged for the same model lens with a different diopter. The patient's current prognosis is better visual acuity with new iol.